Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve, a valve mount issue during gross alignment in a tortuous segment caused a balloon tear. The system could not be retrieved out of iliac. A iliac injury occurred. The injury was treated with a patch. Vascular surgery cut down was needed and they removed delivery, sheath and valve. A new system was introduced and delivered. The root cause of the balloon damage was perceived to be due to non coaxial balloon mounting. There was no damage noted to any other edwards devices. Balloon damage photos were provided for review to the fcs and the fcs confirmed the damage was a balloon tear. The patient has mild annular calcification, severe tortuosity and a minimum luminal diameter of 8.